Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the patient data and determined that this was an isolated event, as the discordant result could not be reproduced. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), who questioned the result. A new sample was tested on the same advia centaur xp instrument twice, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.